Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 10. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and increased sensitivity. No further patient complications were reported.